Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the patient's ipg pocket site was relocated. Therapy was established post operatively and issue resolved.